Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarm. The customer stated that the blood glucose reached 406 mg/dl after taking a correction for blood glucose of 160 mg/dl. Troubleshooting was done. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic field. The customer stated that they were able to rewind the insulin pump. The customer also reported that they received failed battery test alarm as well. The customer performed troubleshooting for failed battery test alarm when the insulin pump would not turn on. The customer mentioned that the numbers was scrolling and had to push another button to stop the scrolling. The customer's blood glucose was 219 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.